Event description:
A customer observed negatively biased valp qc results on the 5.1 fs analyzer. Biased resulsts of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed acceptable precision test results, though, with low to high drift during the run. The customer is following the proper fluid handling protocols. Testing on an alternate analyzer does not show the same issue. On-site service is investigating the issue, but feedback is not yet available. The root cause of the event has not been determined.